Manufacturer narrative:
Device evaluation summary: device evaluation for monitor sn (B)(4) and electrode belt (B)(4) is currently underway. Initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest any device malfunction that would contribute to the patient's death. Device manufacture date: monitor: sn (B)(4): 01/31/2013 reuse; electrode belt: sn (B)(4): 10/28/2015 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a rehabilitation center and not conscious at the time of the event. Rehabilitation staff began a resuscitation attempt at the rehabilitation center, which was continued as the patient was transported to the emergency room. Prior to passing the patient received six inappropriate defibrillations. At 14:20:34 the ECG recordings revealed that the patient was in asystole with CPR artifact. The six treatments were delivered between 14:32:04 and 17:00:07. The rhythm at the time of all six treatments was CPR artifact. Additionally, a non-lifevest treatment was delivered at approximately 16:59. The CPR artifact contributed to the false detections. Asystole is considered a non-shockable rhythm. The electrode belt was disconnected at 17:01:50 on (B)(6) 2016. It was reported that the patient passed away at either 17:03 or 17:17 on (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm when the shocks were delivered.